Event description:
During cataract surgery, the crystalens, was implanted in the pt's eye and the physician observed a surface defect on the lens optic. The lens was removed and exchanged without incident.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.